Manufacturer narrative:
(B)(4).

Event description:
It was reported that an no audio alert occurred on the mobile app. Data was evaluated and the allegation was not confirmed as volume was playing through the headphones port. The probable cause could not be determined. No injury or medical intervention was reported.